Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the information provided the clinical root cause of the reported pain and intraoperative findings of trochanteric fracture, cystic mass, and metal fragments cannot be confirmed and cannot be concluded that the events/clinical reactions were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion, wear, excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal mdl* it was reported that, after a tha metal-on-metal construct had been implanted on the plaintiff´s left hip on (B)(6) 2010, the plaintiff experienced metallosis consistent with failed metal on metal hip components. Due to severe metallosis, the plaintiff also had a trochanteric fracture. A revision surgery was performed on (B)(6)2020 to treat this adverse event. The plaintiff outcome is unknown.